Manufacturer narrative:
A visual evaluation showed the pullwire was threaded through the percutaneous stoma measuring device (psmd) and attached onto the one step delivery system wire loop. The pullwire coating was peeled at connection between the pullwire and loop. An examination of the pullwire revealed the nylon coating of the pullwire was peeled down to wire in multiple areas. Pullwire was found to be kinked in multiple places. Remnants of the peeled nylon coating were returned. The pullwire was cut and removed from the psmd. A visual examination of the psmd revealed the tip of the cannula was bent and the inner diameter could not be measured. Flash was found to be present on the tip of the blue dilating tip of the delivery system. The condition of the returned unit was consistent with the complaint incident that the device pullwire coating peeled. The edge of the psmd has been determined to be too sharp thus catching on the nylon coating of the pullwire and causing the coating to peel as the pullwire is pulled back through the psmd. The design of the psmd has been determined to be the most probable root cause of the failure. Further investigation of this issue is ongoing. A review of the device history record was performed and revealed no issues related to this complaint.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure date is unknown. According to the complainant, during the procedure, the coating on the pull wire peeled outside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure date is unknown. According to the complainant, during the procedure, the coating on the pull wire peeled outside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.